Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Atrial lead noise was observed. There were no consequences to the patient. No intervention was performed; the patient will continue to be monitored.

Event description:
New information noted that the right atrial lead was capped and replaced on (B)(6) 2019 due to a history of noise. The patient did not experience any adverse consequences.

Event description:
New information received noted that the atrial lead noise was a known issue to the clinic since 2017. Noise could not be recreated with range of motion - rom exercises. All testing was stable and within normal limits.